Event description:
It was reported that the patient was pre-treating for and overtreating low blood glucose episodes while using the system, and they were counseled to wait for a hypoglycemia alert before treating and to use 15 g of fast-acting carbohydrates with a 15-minute recheck. Symptoms included hypoglycemia. Outcomes included the need for user education without escalation to emergency care. Investigation included troubleshooting and education with review of user technique. Investigation of this case revealed user handling contributed to perceived low events without evidence of device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia management.